Event description:
According to the reporter, redness was not observed immediately after the electrode was peeled from the patient's head, but it was observed in the attached site 2 days later. Since the 5th day, it became thinner and it disappeared on the 10th day, the time of discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.